Event description:
The customer contact reported the device touchscreen was non responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen did not respond when pressed. This was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.